Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6).

Event description:
Caller reported patient blood glucose results of 300 mg/dl on advantage system, 130 mg/dl on aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips.